Manufacturer narrative:
This event was reported by the user facility as report # (B)(4) received from FDA through sus voluntary event reporting. Attempts to obtain the device from the hospital were unsuccessful; the device was not made available for evaluation. Review of the DHR found no device issues for the indentified production lot. Not returned to mfg for evaluation.

Event description:
This event was reported on uf/importer report # (B)(4). The surgeon has reported the patient is recovering satisfactorily.